Manufacturer narrative:
The customer's reported complaint of the autopulse platform displayed user advisory (ua) 41 (patient temperature sensor failure) error message was confirmed in the archive review but not during the initial functional testing. There were no device deficiencies found during the evaluation of the platform, which could have caused or contributed to the reported user advisory (ua) 41 error message. The autopulse platform passed the initial functional test without any fault or error. As a precautionary measure, the temperature sensor was replaced. The storage and shift check conditions are not known; however, factors such as ambient storage condition (e.g., a fire truck in sun) or soft surface that may block air vents are known to cause user advisory (ua) 41 error messages in rare cases. Visual inspection was performed and found bent battery lock and encoder drive shaft does not rotate smoothly, exhibits binding and resistance, unrelated to the reported complaint. The battery lock was replaced and the sticky clutch plate was deburred to address the issue. The autopulse platform is a reusable device and was manufactured in march 2015 and is almost 5 years old. Therefore, this type of physical damage is characteristic of normal wear and tear for the life of the device. Review of the archive data show (ua) 41 error messages occurred around the reported event date, thus confirming the reported complaint. Following the service repair, the platform was tested and passed all functional testing criteria and met all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of reported complaints for autopulse platform sn (B)(4).

Manufacturer narrative:
The zoll autopulse platform was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during the shift check, after charging the battery and powering on, the autopulse platform displayed user advisory (ua) 41 (patient temperature sensor failure) error message. No patient involvement.